Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 75% stenosed target lesion was located in moderately tortuous and mildly calcified popliteal artery. A 4.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during the first time inflation at 8 atmospheres for 10 seconds the balloon was ruptured vertically. The device was removed and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
(B)(6).